Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade IV on the right side postoperatively. On (B)(6) 2022, mentor became aware that patient also experienced capsular contracture; baker grade iii/IV on the left side, and date of bilateral replacement surgery with catalog number shpx595; serial number: (B)(4) on the right side, and with catalog number shpx595; serial number (B)(4) on the left side on (B)(6) 2019. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii/IV. Manufacturer¿s reference number: (B)(4).